Manufacturer narrative:
No patient was involved in this event. Manufacturer's investigation conclusion: the reported event, of a dropped system monitor with a loose ic component inside, was inconclusive (not determined) as no product was returned for evaluation. The customer reported that the system monitor had a rattling noise inside and that the unit had likely been dropped. The hospital technical staff found a socketed (ic) component had dislodged inside the unit. The technical staff replaced the device and reported that the unit operated properly thereafter. They reported that the unit would not be returning for evaluation. The specific component that had dislodged was not specified. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had an internal rattle. The unit may have been dropped. It was later reported that the healthcare provider was able to repair it on site. A chip had been knocked out of its socket. He put it back in and it worked.